Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿breaks¿ on the controller power cables was confirmed via visual inspection of the returned heartmate ii system controller (serial number: (B)(6) ). The reported event of atypical power cable disconnect and low voltage advisory alarms, and ¿abnormally low voltage readings on both battery power and power module power¿ was confirmed via analysis of the log files. The submitted log files and the log file downloaded from the returned system controller (serial number: (B)(6) ) contained approximately 10 days of data combined (22jun2021 ¿ 02jul2021 per the timestamp). Intermittent power cable disconnect and low voltage advisory/hazard alarms that were not associated with power source exchanges or regular battery depletion were captured throughout the log file due to the relative state of charge (rsoc) voltage dropping below the voltage thresholds while connected to the power module and to 14v batteries; the alarms occurred on both power cables. Decreased rsoc and bus voltages, which were not low enough to activate associated alarms, were also captured throughout the log file while connected to the power module or to the mobile power unit (mpu); the decreased voltages were observed on both power cables. The lowest rsoc voltage captured was 10.3 v and the lowest bus voltage captured was 11 v while connected to the power module or mpu. The driveline was disconnected on 02jul2021 at 12:00:44 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. Visual inspection of the returned controller revealed clear tape covering both power cables jackets near the connectors on the controller side. The clear tape was removed and further inspection revealed multiple cuts on both power cables jackets underneath the clear tape; further manipulation of the power cables revealed exposed conductors underneath both power cables jackets. The returned controller operated a mock circulatory at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The reported alarms were not reproduced during evaluation of the returned controller. A continuity test was performed and raised resistances were observed on both power cables; this is indicative of the early stages of conductor breakdown. The wires in each power cable were individually tested for unintended shorts/current leakage and no issues were observed. The resistance of the underlying wires on both power cables was measured and slightly raised resistances were observed on a redundant power and the rsoc wires of the white power cable. The outer jacket, protective layers, and shielding were removed from both power cables; no cuts were observed on the underlying wires. The root cause of the reported events could not be conclusively determined through this analysis; however, the early stage of conductor breakdown observed during testing of the power cables could have contributed to the reported alarms and the reported low voltage readings. Incidental findings: fluid ingress covering the protective layers of the black power cable and white power cable. Fluid ingress on the insulation of the black power cable and the white power cable inner wires. Broken strain relief on the connector of the black power cable and on the connector of the white power cable. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number pcx-12100, was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 26jul2017. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller and the system controller power cables. Heartmate ii instructions for use (IFU) section 2 ¿system operations¿ and heartmate ii patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU) section 6 ¿patient care and management¿ and heartmate ii patient handbook section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii instruction's for use (IFU) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-03823. It was reported that the patient had some breaks in the polyurethane and covering on his percutaneous lead and battery cables. The patient had not had any pump stoppages on interrogation or any other trouble besides low voltage advisories. The log file contained abnormally low voltage readings on both battery power and power module power. After the patient was placed on the clinic's power module an additional log file still contained abnormally low voltage readings which indicated that the controller leads were worn. The manufacturer's technical service representative recommended that the patient's driveline be wrapped in rescue tape as the damage appeared only cosmetic at this time. It was also recommended that the patient be swapped to a new controller and the patient cable be replaced as a precaution. The customer applied rescue tape to the patient's driveline and exchanged both the controller and patient cable as recommended.